Event description:
Caller states the patient tested 484 mg/dl on the advantage system and 99 mg/dl on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.